Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi followed up with the initial reporter who confirmed that no fragments fell into the patient¿s anatomy and the patient has not returned to the hospital due to post-surgical complications.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was analyzed and found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the main tube. Additionally, the instrument was found to have a broken main tube at the distal tip. A piece measuring approximately 5.6mm x 2.7mm was not returned with the instrument. The instrument was also found to have a broken grip cable at the grip hub. The cable was fully broken. As a result of the full break, functional testing for motion-related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted surgical procedure, broken cables were noted on the tip-up fenestrated grasper and the instrument did not work. The procedure was completed with no reported injury.